Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the first diagonal branch with mild tortuosity. A xience prime stent was previously implanted in the mid lad. Post-dilatation was performed in the mid lad and the 2.25 x 12 mm xience prime stent delivery system (sds) was advanced through the previously placed stent struts to the diagonal branch. There was no resistance noted. The sds balloon was inflated to 16 atmospheres (atm) for 60 seconds. After the sds balloon was deflated, the device was attempted to be removed, but became stuck with the stent struts. The balloon was inflated and deflated a couple of times, but the sds could not be removed. At this time, the guiding catheter became deeply engaged, and the sds was removed. It could not be determined if the balloon was re-wrapped or deflated flat when the sds was finally removed. There was no portion of balloon material left in the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.